Manufacturer narrative:
Button error alarm and no esc act button response due to corroded esc and act keypad traces.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 99 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.